Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), edema, pain, fever, weird gi stuff.

Event description:
Healthcare professional reported unknown side possible infection, "pain with a drain pull and swelling, has a little redness, she had a fever only one day and but also had some weird gi stuff". Device remains implanted.